Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the download had stopped. A technical support specialist (tss) dialed into the station and checked the data synchronization logs for the specified date and time and found no issues. The tss also reviewed the event viewer and found no errors during the same period. The customer was informed that no issues were identified. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had an issue, where the download process stopped unexpectedly. This incident resulted in a delay in patient care of approximately 10 - 15 minutes and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.